Event description:
This is filed to report incomplete coaptation. It was reported a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, posterior prolapse, and barlow's valve. It was noted imaging was challenging throughout the procedure. An xtw was inserted and deployed on the mitral valve without issues. To further reduce mr a second clip was inserted and upon deployment. However, after the clip detached from the posterior leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated, and the reported slda associated with the clip detaching from the posterior leaflet per the physician appears to be related to patient conditions and due to barlow's type valve. Image resolution poor was associated with procedural circumstances as imaging was reported to be challenging throughout the procedure. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.